Event description:
The manufacturer received information regarding a dreamstation device. There is an allegation that during use, the patient heard a loud poof noise and saw a bright flash of light or fire from the device. There is also an allegation of a white smoke substance coming from the device and a chemical odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.